Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-01683. It was reported that patient was unable to set ipg to MRI mode. Diagnostics indicated invalid impedances on lead contacts. Surgical may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicated that the leads had fractured and, in turn, patient also experienced ineffective therapy. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Effective therapy was restored postoperatively.